Event description:
Hcp reported a pump was implanted beyond its expiration date. The expiration date on the pump was 09/15/2003 and the pump was implanted in 2003. A follow up report will be sent when additional information is obtained.